Event description:
Customer reported blood glucose result of 120 mg/dl obtained on the advantage system. Customer states he ate breakfast and took novolog 70/30 as prescribed. Fifteen minutes following original result the customer was weak and sleepy. Customer's blood glucose result was 46 mg/dl and he was treated with a glass of orange juice and advised to go to the hospital. Customer was given graham crackers and hospitalized, due to pneumonia. Requested return of suspect device, and replacement was sent.